Event description:
The nurse was preparing the pt for an examination when the ball pivot that secures the lighthead, cross arm assembly, and counterweight separated from the light support post. The nurse caught the light arm and placed it on the floor.